Manufacturer narrative:
Health effect impact code: (B)(4), zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with non-allergan device. This record is for the right side.